Event description:
Information received indicates the foot end of the stretcher moves after the brake is applied.

Manufacturer narrative:
The technician isolated the issue to a failed swivel lock on the left and right foot end casters. The technician replaced the two casters to repair the stretcher.